Event description:
The patient underwent endovascular repair of aaa using the ovation abdominal stent graft system on (B)(6) 2013. The patient returned for the routine 12 month follow-up on (B)(6) 2014 and presented with a type ia endoleak and a type ii endoleak, as detected by ultrasound imaging. Based on a review of the imaging provided, trivascular is unable to confirm whether the endoleak was a type ia and/or a type ii endoleak; type ii endoleaks are considered to be anatomy-related and not device-related events.